Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the stored electrograms revealed the implantable cardiac monitor exhibited false pause episode due to undersensing; it was suspected that it was indicative of loss of electrode contact to the tissue. No patient symptoms or additional information was reported. Patient will continue to be monitored.